Event description:
It was reported that an unknown optima infusion adapter separated at the mating component during use. The following was reported by the initial reporter: "it was reported that while priming, the phaseal spike fell out of the chemo bag while hanging on the hook. The following was reported: I was priming melphalen (chemotherapy) in the med room at designated chemo prep area when the phaseal spike fell out of the chemo bag and spilled less then 50cc onto the absorbent pad underneath. At the time that the spike slipped out of the chemo bag I had squeezed the chamber to complete air removal from line. Bag was hanging on the hook but I did not pull down or apply pressure in any way to dislodge the spike from bag. It just slipped out. I was in proper ppe and immediately respiked to prevent further spill. Our unit cnl was present and assisted with clean up using chemop spill kit. Attending and pharmacy notified. Medication was resent and administered."

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within required limits. As the lot involved in this incident is unknown, a device history review cannot be performed and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unknown optima infusion adapter separated at the mating component during use. The following was reported by the initial reporter: "it was reported that while priming, the phaseal spike fell out of the chemo bag while hanging on the hook. The following was reported: I was priming melphalen (chemotherapy) in the med room at designated chemo prep area when the phaseal spike fell out of the chemo bag and spilled less then 50cc onto the absorbent pad underneath. At the time that the spike slipped out of the chemo bag I had squeezed the chamber to complete air removal from line. Bag was hanging on the hook but I did not pull down or apply pressure in any way to dislodge the spike from bag. It just slipped out. I was in proper ppe and immediately respiked to prevent further spill. Our unit cnl was present and assisted with clean up using chemop spill kit. Attending and pharmacy notified. Medication was resent and administered."